Event description:
It was reported the patient's lead may be damaged. The information was brought up during a discussion about programming options with the patient's health care professional (hcp). No other information was provided.